Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 2.5 inr. Within four minutes, the result from a laboratory using siemens dade innovin reagent was 1.8 inr. The laboratory result was believed correct and the warfarin dose was adjusted from 5mg mon/wed/fri and 7.5mg the rest of the days to 10mg on mon/fri and 7.5mg the rest of the days. The therapeutic range was 2.5-3.5 inr and the patient tests weekly, but currently is testing two times per week.